Event description:
During cystoscopy with right-sided retrograde pyelogram in both lower and upper pole moiety ureters, ureteroscopy, laser lithotripsy, stone basket traction and stent placement in the upper pole moiety ureter which implanted into the prostatic urethra - fragmentation of a laser tip found in the pt's urethra, grasped with a basket and able to be removed.